Event description:
It was reported when a patient presented in clinic, the patient had atrial fibrillation with rapid ventricular response that had regularized and was diagnosed as vt-1 in a monitor zone. It then crept up in rate into the vt-2 therapy zone. Inappropriate high voltage therapy due to svt rhythm was observed. Programming change was made on the device to resolve the issue. The patient was stable and did not have any more issues.